Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the shock impedance had increased. The ICD portion was deactivated and the device is working as a normal crt pacemaker.